Event description:
Customer reportedly received results of 341 mg/dl and 142 mg/dl within 10 minutes on the compact system. Customer also reportedly received results of 227 mg/dl and 119 mg/dl within 10 minutes on the compact system. No high blood symptoms reported. No action was taken based on device results. The customer did not provide the location where the discrepant results were obtained. No adverse event reported. No quality controls used. Requested return of suspect device and replacement was sent. Accu-chek compact system: meter, test drum lot number 20649841, expiration date 11/30/2007.

Manufacturer narrative:
The suspect product is the compact test drum.